Event description:
The initial reporter questioned high results for "some" patient samples tested for na electrode (na) on a cobas pro ise analytical unit. An example of discrepant results was provided for 1 patient sample. The initial result was 150 mmol/l. The repeat result from a different cobas pro analyzer was 143 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) replaced the sipper nozzle, the vacuum nozzle, the electrodes, and the solutions. The customer had no further issues after the service visit. The service actions resolved the issue. Since multiple parts were replaced, the specific cause of the event could not be determined.